Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of two custom tubing packs it was noted that the packs had arrived with damaged outer packaging. The devices were not used. No patient complications have been reported as a result of this event. Medtronic received additional information that there were no missing or wrong devices or components in the packages. It was stated that the sterile barriers were damaged and the sterile seals were not intact. The devices were sealed/located in the 'seal'.